Event description:
It was reported another cassette problem. The pump was running and a double beep with no error message displayed. The patient tried to take the cassette off and restart and the same problem occurred . The only way to stop it was by changing the cassettes.. No patient injury was reported. The reported problem while in use with a patient. The product was available for return for investigation; however, the issue was resolved by patient. There was not any damage to the cassette. This incident has happened within the past 6 months. The patient declined nursing evaluation this patient has not reported a pump malfunction within the past 6 months.; the customer had additional cassettes they were able to switch to. The patient was successfully able to successfully continue their infusion. This infusion was life sustaining. Additional information received via email and attached on 25-feb-22: patient details, npr.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.